Event description:
General report received of an unspecified number of undocumented incidents of disconnections; subsequently, blood loss was noted. The male ends of the t-connector extension sets were connected to the patients' peripheral IV catheters. The customer contact stated that "most patients" were receiving dextrose 10% at unspecified flow rates. Approximately 5 to 6 minutes after therapies were initiated, blood loss was noted. It was then noted the extension sets had disconnected from the IV catheters. The amount of blood loss experinced by the patients was unspecified. The extension sets were replaced and therapies were resumed. There were no reported adverse patient effects. No medical intervention were required. Though requested, no additional information was provided.